Event description:
The customer stated his breeze meter had been reading high. He tested his blood glucose using the breeze meter and received a reading of 384 mg/dl. He then retested using his one touch meter and received a reading of 179 mg/dl. The difference between the readings falls in the "c"zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.